Event description:
The customer reported that the first soft key does not respond when pushed. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.